Event description:
On october 2, 2020, senseonics was made aware of an instance where the patient developed infection at insertion site. The insertion site was filled with pus. The patient contacted the physician who decided to remove the sensor from the patient's arm. No antibiotics were prescribed.

Manufacturer narrative:
This report is being submitted retrospectively as part of an internal review. A review of the device's manufacturing records revealed that the sensor lot met all requirements including sterilization requirements for release. The sensor is inserted by making a small incision and placing it under skin and potential for developing skin irritation/inflammation/infection at the insertion site is a known anticipated adverse event. Furthermore, the patient visited a doctor who decided to remove the sensor to alleviate the infection. The patient is feeling fine, and the wound is healing.